Manufacturer narrative:
Alleged complaint was not reported to ge healthcare at the time of occurrence. The hospital continued to use the equipment. (B)(4).

Event description:
The hospital reported a light anesthesia case. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The thermostat hinge strip was bent due to excessive acceleration force likely caused by a drop by the user.